Event description:
It was reported that an ems was used during a laparoscopic herniorrhaphy. It was reported by the affiliate that when the instrument was removed from the sterile packaging, the surgical team noticed that the first staple was jammed at the distal end of the instrument. Another ems instrument was used for the case. There was no consequence to the pt.